Manufacturer narrative:
Unit received alarming failure of flash memory followed by an new software release detected alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the unexpected restart error alarm due to the failure of flash memory and new software release detected alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was 71 mg/dl. Customer has experienced multiple unexpected restart alarms after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.